Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a low battery and failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there is a problem with the battery cover. The customer stated that he received a low battery alert and it seems as if it is not going on straight. The customer stated that a new battery died in a day. The customer stated that the cap is not completely flushed. The customer was advised that (B)(6) aaa batteries are the most effective for the pump's use. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement battery cap.

Manufacturer narrative:
The insulin pump was received with currents within specifications and no unexpected low battery or failed battery. The insulin pump passed self test. The insulin pump has corroded battery tube; stripped battery cap coin slot however, the battery tube spring is ok. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and reservoir tube cracked.